Event description:
It was reported the patient received a gore® helex® septal occluder on (B)(6) 2009 to close a patent foramen ovale. It was reported by the patient that post implant the patient experienced the following symptoms: arrhythmia, shortness of breath, exercise intolerance, and migraines. The patient was prescribed topamax for migraines, and received atrial ablation for treatment of her arrhythmia.